Manufacturer narrative:
On 22-jan-2021, mentor received additional information regarding the condition of the suspected medical device and replacement device. The patient's surgeon stated that the device was found to have a hole close to the valve upon explantation. The serial number of the replacement device is (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the revision surgery and replacement device. The patient is scheduled to undergo unilateral removal and replacement with a 325cc mentor smooth round moderate profile prosthesis (catalog #: 3501650) on (B)(6) 2020. The relevant fields have been updated. Reason for device explant and/or reoperation: deflation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: during visual analysis of the returned device, no apparent damage or visual anomalies were observed. Leak testing was performed according to the mentor procedure, and the result revealed a tear at a junction of the valve system. Microscopic examination was performed, and the cause of the deflation could not be identified. Although no conclusion could be made on the cause of the reported event, the instructions for use contain the following caution: according with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 325cc mentor smooth round moderate profile prosthesis and experienced postoperative right-sided deflation. The patient is planning to see her surgeon in the near future. At the time of this report, mentor has received no information regarding an expected explantation date.